Event description:
The core universal driver was sent for analysis because it would not turn off. The event occurred prior to a procedure. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The reported event could not be duplicated; the device performed according to specification. The device was cleaned, lubed, adjusted and returned to the user facility.